Event description:
It was reported that a lead alert was triggered for high impedance on the right ventricular (rv) lead rv coil. It was also indicated that the left ventricular (lv) lead exhibited high thresholds. Both leads remain in use. No patient complications have been reported as a result of this event.